Event description:
It was reported that a ¿force reading obstruction¿ error appeared on the carto® 3 mapping system during ablation, when the thermocool® smarttouch® bi-directional navigation catheter was in proximity to the lasso catheter. The catheters cables were changed, the thermocool® smarttouch® bi-directional navigation catheter was replaced with a same like product, with no success. After pulling the lasso out of the patient¿s body, the ablation and force reading came back to normal. After reinserting the lasso catheter to verify the vein block, the procedure could be completed and the error appeared randomly. No patient adverse consequences were reported. Upon receiving the product in biosense webster lab on october 14th 2014, it was noticed that a hole in the pebax of the catheter was observed with blood inside, making this event reportable.

Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a force reading obstruction error occurred during ablation when the smarttouch catheter was in the near field of the lasso. The returned device was visually inspected upon receipt and red liquid was found inside the pebax. Further examination revealed that the pebax had a hole allowing the residues to get in. A corrective action has been opened to address and resolve this type of failures. Then per the force failure reported the catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. The customer complaint cannot be confirmed.